Event description:
During the onyx injection, it was reported that the catheter ruptured.no injury was reported with the patient as a result of the procedure.same event as MDR# 2029214-2013-00674.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).